Manufacturer narrative:
The device history record (DHR) confirmed that the device me all material, assembly and performance specifications. Analysis of the returned device did not identify a hole and fluid leak in the tubing. The pump was visually inspected; no leaks were found and the tubing was not returned for analysis the pump was functionally tested and performed within specification, the reported allegations were unable to be confirmed.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision with an inflatable penile prosthesis (ipp). Following inspection the physician identified a crack in the tubing that connected the pump and reservoir resulting in fluid loss. The physician does not know the cause of the crack. The ipp pump was explanted and a new ipp pump was implanted. Following the procedure the patient improved.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision with an inflatable penile prosthesis (ipp). Following inspection the physician identified a crack in the tubing that connected the pump and reservoir resulting in fluid loss. The physician does not know the cause of the crack. The ipp pump was explanted and a new ipp pump was implanted. Following the procedure the patient improved.